Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised after patient complaint of femoral pain. Intra-operatively, the condyle of the mrh femoral component was found to be completely broken off. Rep provided pictures of the explants and reported that no further information will be available.

Event description:
It was reported that the patient's left knee was revised after patient complaint of femoral pain. Intra-operatively, the condyle of the mrh femoral component was found to be completely broken off. Rep provided pictures of the explants and reported that no further information will be available.

Manufacturer narrative:
An event regarding crack/fracture involving a mrh femoral component was reported. The event was confirmed via photographs. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following:device was returned in used condition. Femoral component had blood and other biological material in a few areas. One of the condyles was fractured off. From the photographs provided there is evidence of crack/fracture for the device. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.